Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was eating when she suddenly vomited and then passed out. The patient did not know what her cgm value was at this time, but she did recall her cgm was reading 130 mg/dl before she started eating. The patient reported that she was unconscious for about 20 minutes before her brother found her and woke her up. The patient¿s bg meter was reading 32 mg/dl and the cgm was reading low mg/dl. The patient stated despite her cgm value being low, she did not receive any alerts/notifications from her dexcom device notifying her of her hypoglycemic state. The patient¿s brother treated the patient with a glucagon injection and the patient felt better after treatment. The patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.